Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were seeing 'settings not available, cannot provide your desired intensity settings' on their controller since the 23rd. Patient said they tried resetting controller, but that didn't resolve the issue. Patient mentioned they had this issue before. Agent asked when patient had experienced this before, and patient said they had all new equipment sent to them and felt like something may not have been working right since they had a fall, but did not provide an approximate date for prior occurrence. Agent reviewed meaning of message and redirected patient to healthcare provider to address. Additional information was received from the patient (pt). They reported that the fall happened on (B)(6) 2023 once to their right femur. Pt noted they were not sure about the cause of the settings not available message issue. Pt noted they received a new pacemaker on (B)(6) 2024. Pt noted they had to place their phone away from their medtronic device when recharging. Pt noted their implant and external devices both on bluetooth worked now 98% of the time and it if acted up, pt would take out the battery and try again. Pt noted the product worked on the left side and they may need to have the right side fixed down the road with surgery on their right spine again.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.